Event description:
The company was informed that the pt was experiencing pain and sound quality issues. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. Revision surgery is under consideration.